Event description:
As reported to sales rep, exodus 8f drainage catheter cracked at the hub and was removed and replaced. No complications or injury to the pt was reported. The used device was discarded at the hospital.

Manufacturer narrative:
As the drainage catheters are a purchased item, our supplier, medventure, is being notified of this event via a scar (supplier corrective action request). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).